Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not stop gonging and was telling him "device having a problem, please call zoll". The patient was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages and wrench code/service code) have been confirmed. Upon receipt the distribution node's pca board was corroded and the corrosion had spread throughout the entire pca board to the cable connecting the distribution node to ECG-c. The cause for the check belt messages and service codes was likely the corroded pca board and cable. The root cause for the corroded components cannot be positively identified but liquid ingress may have contributed to the corrosion. No adverse event resulted from the corrosion. The patient received a replacement electrode belt.